Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) presented to the hospital with 6 inappropriate shocks. The lead was seen on x-ray to have dislodged and pulled back to the atrium causing double counting of atrial and ventricular activity. The dislodgement was reported to be caused by patient anatomy rotating the device. A revision procedure was performed to successfully reposition the lead and suture the device to prevent rotation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.